Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to have a burnt and melted power inlet module. The device would not power on. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fuse box is burnt. Due diligence performed confirmed that the fuses were blown. The power inlet module had signs of melting due to excessive heat. This event occurred outside the surgical environment. There was no harm or delay reported. Due diligence is complete and no additional information is available. At product investigation the unit was confirmed to have a burnt and melted power inlet module. No adverse events were reported as a result of this malfunction.